Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-13961.

Manufacturer narrative:
The 26mm sapien 3 valve was returned to edwards for evaluation. Visual inspection revealed the following: two (2) struts bent outward at the inflow, two (2) struts bent at the outflow, and struts exposed through the skirt, (normal after crimped and used). The valve was inspected post-expansion and the following was observed: the frame was damaged/distorted, two (2) struts remained slightly bent outward at the outflow, leaflets were wrinkled and dehydrated due to storage condition (prolonging crimping) during the return handling process and all struts remained exposed through skirt (normal after crimp and use). Imaging was provided and revealed that the patient¿s access vessel was undersized (minimum luminal diameter [mld] <5.5mm per IFU] with calcification and tortuosity, crimped valve perforated through sheath liner, struts exposed through skirt, (normal after crimped and used) and two (2) struts were slightly bent outward at inflow. There was no functional or dimensional testing performed due to the condition of the returned device (frame distorted/damaged). During manufacturing, visual inspections and tests are performed throughout the process. During incoming inspection of the components, the valve frames are 100% visually and dimensionally inspected by both manufacturing and quality for defects per procedure. After cleaning and drying cycle, per procedure the valve frames are 100% visually inspected for deformation/defects. During manufacturing, all sapien 3 ultra valve assemblies undergo inspections for 100% visually inspection of the outer diameter. During final assembly, the sapien 3 ultra valves are 100% visually inspected before/after holder attachments during manufacturing per procedure. Prior to final packaging, 100% visual inspection of the valves are performed at preliminary packaging per procedures to ensure there was no damage to the valves from the handling between holder inspection and brep process. These inspections and test during the manufacturing process support that is unlikely that non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event.   A lot history review was performed and no other complaints for the reported event were noted. The instructions for use (IFU), device preparation manual, and supplement procedural training manual were reviewed for instructions relating to the complaint. The procedural training manual provides guidance on delivery system insertion through sheath, correctly orient the delivery system and check position before insertion orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. In regard to a shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away, keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. In regard to a longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note, maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, in expectation of high friction, use short movements and push delivery system closer to sheath hub. Note that in expectation of high friction, use short movements, and push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible, be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly, remove valve and sheath together as single unit and replace, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, off push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace.  Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed based on the return product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the patient had heavily calcified and tortuous iliofemoral vessels and there was difficulty advancing the 14fr sheath due to tortuosity.¿ and ¿the physician encountered difficulty advancing the delivery system through the tortuous anatomy. The valve became stuck in the halfway into the sheath (mid external iliac) and it looked like one of the struts became damaged¿. Additionally, patient had calcified, tortuous and undersized access vessel per imagery review. The presence of calcification, tortuosity, and undersized access vessels can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement and retrieval, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catch within the sheath shaft, and result in the bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. In this case, as such, available information suggests that procedural factors (excessive device manipulation) and/or patient factors (calcification/ tortuosity/ undersized vessels) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the investigation. Although no labeling or IFU/training inadequacies were identified, a product risk assessment (pra) and CAPA have previously been initiated to assess risk associated with high push force of the commander delivery system with the s3u through the esheath and valve frame damage, and to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
UDI (B)(4). This is two of two manufacturer reports being submitted for this case. Devices will be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position via commander delivery system and 14f esheath, the patient had heavily calcified and tortuous iliofemoral vessels. There was difficulty advancing the 14fr sheath due to tortuosity. Once the14fr sheath was in place, the first 26mm commander delivery system was inserted. The operator encountered difficulty advancing the delivery system through the tortuous anatomy. The valve became stuck in the halfway into the sheath (mid external iliac) and it looked like one of the struts became damaged. The sheath, valve and delivery system were removed without difficulty. The sheath was split upon removal. A 16 fr sheath was inserted and a second 26mm sapien 3 ultra valve was prepped. Viper glide was injected into the loader and the delivery system was advanced without incident. The 26mm sapien 3 ultra valve was deployed successfully. An angiogram of the left iliofemoral system was performed, which revealed no injury to the vessel. There was no injury the patient. Devices will be returned for evaluation.